Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 27-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. Roughly 57 days after implant, the impella pump stopped functioning. The pump was explanted as a result of the noted failure. There was no patient harm resulting from the failure.